Event description:
Parent reported the pt has experienced elevated blood glucose of 380-400 mg/dl over the past 2 weeks, and the infusion device went into the stop mode without providing an alert or error message. Parent restarted the infusion device, and it appeared to function again. Insulin had also spilled into the cartridge compartment of the infusion device. Pt did not have infection or start new medication, and the pt's normal blood glucose level is 80-120 mg/dl. The infusion device was not exposed to water or electromagnetic fields. The infusion device was replaced and requested for eval. Pt did not require treatment from a health care professional or second party to address the issue. No additional info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.